Event description:
It was reported that during a pre-use check an air leak was observed. No patient involvement.

Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One returned sample was received in used condition without the original packaging, two photos were provided for analysis. During the initial visual inspection it was not possible to detect any condition on the surface of the cuff or in the inflation system. Tests were performed, the reported condition (leaking) was not confirmed, because the cuff is able to inflate and deflate completely, and no leaks were detected. The root cause could not be determined. A device history (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.